Event description:
It was reported that flucloxacillin did not flow through a large volume infusor; the device was "not depleted". This occurred during use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured december 11-12, 2023. A photograph of the device and the actual device containing drug fluid in the bladder were received for evaluation. Visual inspection of the photograph shows an image of fluid inside the bladder which suggests a possible flow issue. Visual inspection of the actual device via the naked eye noted excess white drug precipitate inside the bladder. When the luer cap was opened, fluid was not observed flowing out of the distal luer. Force prime was attempted to revive flow, but was unsuccessful. Subsequent examination on the flow restrictor revealed drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. The reported condition was verified. The cause of the drug precipitate was most likely use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "there was no patient involvement." To "there was no report of patient injury or medical intervention associated with this event." Should additional relevant information become available, a supplemental report will be submitted.